Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system, non-dehp continu-flo solution set leaked. Additionally, the leak occurred at the y-site closest to the patient. It was further described as "flattened and the silicone inside the connection was bulging out at the leak site". The event occurred during an unspecified patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A nonconformance has been opened to address the reported issue. Should additional relevant information become available, a supplemental report will be submitted.